Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were unexplained power on resets observed in the black box. The battery compartment had small crack near the case seal. The battery cap was not returned with the pump so a test cap was used for the investigation. The test battery cap was able to fully tighten to the pump with no yellow o-ring showing. No power interruptions were duplicated during a 24 hour duration test. Removal of the pump cover showed no evidence of internal moisture and no damage to the power circuit. Unrelated to the power issue, the audio bolus button cover was observed to be torn, but still fully responsive. The complaint was confirmed in the black box but was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the pump had self rebooted. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.